Event description:
It was reported that during a laparoscopic gastric bypass procedure, the stapler would not close on the third firing. The safety key was checked; it closed and fired a short distance then would not fire at all. The cartridge was removed, staples were out, and it looked to be pre-fired. The surgeon did not continue to use this device and pulled another one. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: how far down the cartridge did the device fire? First 10-15mm. On what tissue type was the device used? Stomach at what location on the tissue? Last firing of stomach pouch close to the angle of his. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Before blue, none after, replaced stapler. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? In the crotch of the previous staple line on the pouch. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? At first the stapler would not close. Was there any difficulty removing the device from the tissue? Yes, difficulty opening the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.